Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer via the manufacturer representative (rep) reported they were seen (B)(6) 2016 in the pain clinic for reprogram and education on how to recharge. Their implantable neurostimulator (ins) was discharged battery state at the time so they recharged their device while waiting for the physician. On that visit, they had their staples removed from the pocket incision. Neither the physician nor the patient made any mention of pain, swelling, or drainage from their pocket prior to the visit. On (B)(6) 2016, the patient texted the rep with the complaint that when they put on their belt earlier in the evening and tightened it, fluid came out of their ins pocket. No environment/external/patient factors that may have led or contributed to the issue. The rep suggested the patient call the clinic on ¿call nurse/physician for further evaluation and treatment. This issue wasn¿t resolved at the time of the report. The patient¿s status at the time of the report was alive-no injury. No surgical intervention had occurred. Additional information received from the rep reported that they attempted multiple phone calls to the patient and they finally answered on (B)(6) 2016. The patient was asked if they had contacted the clinic, and they said yes, but they told them they would take a note and ask one of the providers if they could see them on (B)(6) 2016. The rep called the clinic behind the patient to make sure this was correct, and the clinic staff had no record of the patient calling. The rep call the patient back and asked them to call again as the staff didn¿t have any record of the patient calling them. The patient called the clinic and confirmed to have an appointment on (B)(6) 2016 to evaluate their draining incision. The rep contacted them on (B)(6) 2016 for a follow-up about their visit, and they stated that the clinic called and said they couldn¿t see them, but they could see them on (B)(6) 2016. It was further reported by the rep that the discharged stimulator was normal depletion, no device issue. The patient¿s battery was recharged in the clinic on (B)(6) 2016 to 25% while they waited on the physician. During that time, the patient was re-educated on recharging system and usage. It was stated that the patient was evaluated by the physician on (B)(6) 2016, their suture staples were removed, and the physician told the rep the patient¿s wound looked good and they had no concerns at that time. As of (B)(6) 2016, the patient stated that there had been no more drainage from their incision. They were scheduled for a follow-up on (B)(6) 2016, but the patient decided on their own not to present to that appointment. The patient was implanted for spinal pain. Additional information was received from the patient via a rep. It was reported that the patient called the rep on the morning of (B)(6) 2016 and stated that she had yellowish discharge from the ins pocket. The patient admitted to never following up with the facility/doctor despite the clinic making two appointments for her to do so. The rep called the facility and spoke to a healthcare professional who confirmed that the patient failed to present for two follow-ups to evaluate the ins pocket in the interim. They suggested that the patient proceed to the nearest emergency department for further evaluation and treatment. The patient told the rep she would travel to a hospital in (B)(6). The rep was to provide further information when more was available. Additional information was received from the manufacturer representative stating the patient visited the clinic with a complaint of discolored odiferous drainage from the ins pocket. The patient was sent to the nearest e.r from the clinic, from where they were transferred to another medical center where the device was explanted on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.